Manufacturer narrative:
Correction: a1, b1, b2, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, g5 (PMA/510k), h3, h6 (patient code and device code). Additional information: d4 (UDI number), d10, h6 (results and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that the patient experienced hetertopic ossification post-operatively. No information regarding if a revision surgery was performed or any further information was provided.

Manufacturer narrative:
This medwatch is submitted to send the initial report. Without a product return, no product evaluation is able to be conducted. The lot number and reference number are unknown; therefore the device history records are unable to be reviewed. Original surgery date is also unknown. Only information provided is : information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose : pre-implantation diagnosis was hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c5/6. Current information is insufficient to permit a valid conclusion about the cause of this event. Investigation is still in progress. Conclusion is not yet available. Product not returned.

Event description:
Mobi-c p&f us : heterotopic ossification. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose heterotopic ossification. Pre-implantation diagnosis was hnp (herniation of the nucleus pulposus). Device implanted and ossification observed at c5/6. No other information provided. Additional information was requested. Investigation ongoing.